Event description:
It was reported that a large volume multirate infusor over infused medication to the patient. The device completed the medication delivery earlier than expected. The device had been filled with fluorouracil (5-fu) 2400mg in normal saline solution. This was identified after patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). H4: the lot was manufactured november 15, 2022 - november 21, 2022. H10: (for correction): this report was initially submitted to the FDA in manufacturer report number 1416980-2023-01540 (for a quantity of two (2) devices with unknown patients) but is now being submitted as a new initial MDR since there were known patient identifiers. The actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection of the photograph was performed which showed the sample with the sample label. The issue could not be observed in the photograph provided. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.